Event description:
It was reported that a pt in cvicu was being transfused with platelets through the device and experienced severe hypotension, from 100/unk to 60/unk, after receiving 5cc's. The transfusion was stopped and within 5 mins the pt's blood pressure was stable.